Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device, and the cause for this event. A device history record review, a complaint trend review, and a product evaluation are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that while using an ultratome xl sphincterotome device to perform an endoscopic sphincterotomy on a male patient, the "cutwire of the ultratome xl snapped". The sphincterotome was used in conjunction with an erbe high frequency current generator (cut current setting = 30; coagulative current setting = 35) the physician removed the ultratome device and successfully completed the procedure with a second ultratome xl sphincterotome. The patient's condition was reported as "good".